Manufacturer narrative:
Initial reporter information were not provided. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device was requested back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the breaker during a procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland requested the device back for investigation. The investigation results revealed that the evaporator leaked because of corrosion. As a consequence water entered the cooling circuit and damaged the compressor. This is a known issue and livanova deutschland initiated a corrective action for that issue.